Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set experienced air in the line. The following information was provided by the initial reporter: leucovorin primed, pump set alarm air in tubing removed tubing no air in line placed back re started. Continued to alarm used 10ml syringe to pull fluid thru no air, switched to a different channel, cleaned tubing and channels, still alarming (1hr) inspected line and compared to new tubing looked opaque and textured.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set experienced air in the line. The following information was provided by the initial reporter: leucovorin primed, pump set alarm air in tubing removed tubing no air in line placed back re started. Continued to alarm used 10ml syringe to pull fluid thru no air, switched to a different channel, cleaned tubing and channels, still alarming (1hr) inspected line and compared to new tubing looked opaque and textured.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported by the customer that IV pump infusion set alarm for air in tubing could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0007 and lot number 22046113 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04may2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. H3 other text : see h10.